Manufacturer narrative:
H3: analysis of the recharger (npw043145n) found that led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were issues with the wireless recharger system when connecting it to the power supply. The patient couldn't charge their wireless recharger. There is a possible failure of the recharger. The manufacturing representative (rep) tried charging with no success. The cable was replaced and a reset was performed with no success. There was a scrolling indicator light. The wireless recharger is being replaced. The issue has not been resolved at the time of this report. No symptoms were reported. Additional information was received reporting the cause was not determined. The replacement wireless recharger (wr) resolved the issue.